Event description:
The hcp reported the pt was admitted to the ER with "what appeared to be withdrawal symptoms." The pump was interrogated and showed the last refill to have been in 2004 with morphine 25mg/ml at 1.200mg/day. They were admitted to the intensive care unit for observation. A follow up report will be sent when add'l info is received.